Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-39599.

Event description:
The customer's cde reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 653 mg/dl. The customer had experienced dehydration and frequent urination and had slurred words, was pale and was vomiting. The customer had been having issues with high blood glucose prior to the hospitalization and had been treating with the insulin pump. The customer was treated with intravenous fluids and insulin and the insulin pump was removed at the emergency room. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated and the cannula was straight. The time and date were correct and the bolus history displayed all entries. The cde was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.